Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had bent cannula issues and since (B)(6) 2020, the patient had high blood glucose levels of over 500 mg/dl. Further, on (B)(6) 2020 at 12:07 am, her blood glucose levels was reported to be 579 mg/dl and other blood glucose levels that day were 508 mg/dl, 534 mg/dl and 465 mg/dl. Subsequently, she was taken to the emergency room by the ambulance. After her stay in the emergency room, she was shifted to the intensive care unit on (B)(6) 2020 at 9:00 am due to diabetic ketoacidosis. During hospitalization she was administered with all kinds of different insulins. On the day of this report ((B)(6) 2020), she was still in the hospital (two days so far) and her blood glucose levels were not much better with the insulin the hospital was giving her. Her current blood glucose level was 242 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.